Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator contacted nxstage technical support and reported that the cycler was alarming and they were not sure why. It was determined that the cycler was not alarming but rather another device was alarming. The operator had turned off the cycler and attempted to turn back on and restart treatment, however, too much time had elapsed to recover from the power interruption triggering a failed power recovery alarm. Rinseback could not be performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The failed power recovery alarm is attributed to user error as the operator did not turn the cycler power back on within the required time limit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.